Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high impedance, a high number of short interval counts (sic) and a possible fracture. Variable impedances had been noted over the past three months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).